Event description:
It was reported that a symptomatic patient presented in the clinic during follow up with a device that was double-couting r-waves on the ventricular lead. The patient received inappropriate atp. Physician will continue to monitor the device.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.